Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. The device was not returned for investigation as initially reported.the device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures.(B)(4).

Event description:
During an atrial fibrillation (afib) procedure, it was reported a pericardial effusion was noticed and confirmed by intracardiac echocardiography. A pericardiocentesis was performed and approximately 500 ml of fluid was removed. In addition, protamine was administered to the patient to reverse the heparin. The patient was reported to be in stable condition.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system, model #: m-4800-01, serial #: (B)(4). Stockert rf generator, model #:m-5463-01, serial #: (B)(4). Cool flow irrigation pump, model #: m-5491-02 serial #: (B)(4). Lasso nav catheter, model#: d134302, lot#: 15797613l. (B)(4).